Event description:
It was reported that prior to a percutaneous coronary intervention, a shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, concentric and de novo, 3.25x18 mm target lesion was located in a mildly calcified and severely tortuous proximal left anterior descending artery (lad). The lesion has a 30 ejection fraction. During preparation and outside the patient, the physician took a 12mm x 3.0mm quantum maverick balloon catheter and it was noted that the advancer rod of the balloon was broken. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and the balloon. There was blood in the wire lumen. The balloon was loosely folded. The distal tip was damaged. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, a shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, concentric and de novo, 3.25x18 mm target lesion was located in a mildly calcified and severely tortuous proximal left anterior descending artery (lad). The lesion has a 30 ejection fraction. During preparation and outside the patient, the physician took a 12mm x 3.0mm quantum¿ maverick¿ balloon catheter and it was noted that the advancer rod of the balloon was broken. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).